Event description:
Further information reveals that the patient underwent full revision surgery on (B)(6) 2011. Product has been requested, but has not been returned to manufacturer to date.

Event description:
It was reported that the patient's device was showing high impedance on system diagnostics. The last time the patient was seen was 2007 by a different physician. No known trauma or manipulation has occurred to the device. It was recommended that the patient's device be turned off, but the patient's father did not want that as patient has experienced no adverse events. X-rays were taken of the patient's device, but have not been received by the manufacturer to date. Patient has been referred for revision surgery, but it has not occurred to date.

Event description:
Further information reveals that the explanted products were discarded following surgery and cannot be returned to the manufacturer for analysis.